Event description:
Customer reported that the device would not charge the installed battery. There were no reports of pt involvement.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.